Event description:
The ge oec 9800 fluoroscopy system had occasions where the system would perform an uncommanded system re-boot. Additionally, the system would display an number of error code specific to the analgo to digital channels.

Manufacturer narrative:
A ge oec service representative investigated the issue and, after troubleshooting, isolated the malfunction to a defective x-ray controller pcb. The x-ray controller pcb was replaced along with the nodes. The calibration files were reloaded. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.